Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient was responding to the letter we sent. When asked if turning the stimulation on resolved the patient's retention, the patient responded no, turning stimulation on/off was not factor. The patient reported they had problems with retention post-op several days before taking programmer out of the box for the first time in an attempt to increase the intensity of the setting. Was set at 1.8, took it up to 2.2, it did not help. They called on (B)(6) and were told they had accidentally turned stimulation off when handling the programmer. Patient stated that was not possible because the problems started prior to taking the programmer out of the box for the first time. Patient was told to call back if turning stimulation on did not help. Patient called back the next day and was walked through changing programs, which was what their healthcare provider wanted. With the changed program, they had no further difficulties.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who said they've had a problem with the implantable neurostimulator (ins) since implant; they previously said 2 days post-op, but now say it has been since implant. They further clarified that the problem is the patient has retention and the ins isn't working for their retention. They further said a silver lining was the ins has helped with the patient's occasional stress incontinence. They increased stimulation to 2.2v four days prior to the report, but that didn't make a difference in the patient's symptoms. This morning, it took them 15 minutes with running water and sitting for them to void; they have not found relief. They were told by the call center previously that they need to wait another 24 hours to reach back out if the symptoms haven't improved. The patient talked to the healthcare provider (hcp) who suggested to try a different program. They were walked through on changing to program 3 and stimulation was set to 1.9v where they felt stimulation a little bit. It was reviewed that the patient should increase stimulation if their symptoms don't improve after a few days. It was further reviewed to switch to a different program if their symptoms do not improve after increasing stimulation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had been having difficulty since 2 days post-op with urinary retention, patient stated it was not letting them void easily, but the incontinence was gone. Patient stated they had no falls or trauma. Patient was going to sync with their programmer, before synchronizing they pressed the stim on button and stated they felt the tingling, which they had not felt since the day after the surgery. It was reviewed that it was most likely the patient had somehow turned off the stimulation, or that thee implant had never been turned on after implant. Patient reported they hadn't been around any emi, so they were thinking it had never been turned on. Controller usage was reviewed and patient had stimulation on at 2.2 and was feeling it comfortably. Patient was advised to monitor symptoms and try the current setting. It was reported that troubleshooting resolved the reported issue. No further complications were reported or anticipated.